Event description:
The customer reported the device display is missing segment lines. No patient impact or consequences were reported.

Manufacturer narrative:
Additional manufacturing narrative: the returned device was evaluated. External visual inspection showed no damage. When powered on led segments on the led digits display did not fully illuminate. The device was able to obtain readings. Internal inspection isolated the led segment failure to a component (q3) of the system circuit board. The customer complaint was duplicated. A service history record review reveals that this unit was in the field for over two (2) years with no previous reported issues related to this reported event.

Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported the device display is missing segment lines. No patient impact or consequences were reported.